Manufacturer narrative:
Concomitant medical products: 6721s-50 lead; 4968-35 lead; 310c33 tissue valve implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had increase threshold measurements and intermittent loss of capture. Reprogramming was done, which resolved the loss of capture and the lead remains in use. No patient complications have been reported as a result of this event.